Manufacturer narrative:
The physician has elected to reprogram the device to vvir and re-evaluate the system in one month. No other adverse events have been reported. This issue will be re-evaluated if additional details are received. Additional information was received stating this lead was subsequently surgically abandoned due to the previously reported clinical observations. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (bsc) crm received information that this atrial lead was exhibiting noise and a bipolar impedance measurement of less than 100 ohms. The patient has a strong underlying rhythm and there were no associated symptoms. Unipolar testing produced an impedance measurement of 190 ohms. The lead was found to be fractured.